Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The issue occurred during a planned treatment/non-emergency coronary procedure which was completed as planned. The philips remote service engineer (rse) performed troubleshooting remotely and confirmed that the fluoroscopy was turning off intermittently. The rse reviewed the logs, and it showed tube current out-of-range error. The rse suggested tube conditioning and adaptation along with checking of ht cables contacts. The fse visited onsite and found that the x-ray tube need replacement. The part analysis of defective x-ray tube was performed, and it confirmed that the large focus was defective due to wear and tear. To resolve the reported issue, the fse replaced the mrc tube, reseated the x-ray system control (xsc) and performed high-voltage maintenance on the generator and tube side. After replacement and necessary adjustments, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.